Event description:
Pt reported that they woke up to find their infusion set had broke. Pt reported that their blood glucose went into the 380's (mg/dl). Action taken by pt: they switched infusion sets, bolused 4 u of insulin, and went back to bed.